Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08334. All possible leads are being reported as explanted as it is unk which lead is involved in the reported issue. It was reported, the pt experiences skin erosion on her back as a result of her scs peripheral (off-label) lead. The pt underwent surgical intervention on (B)(6) 2014. During the surgery, one of the pt's peripheral leads was explanted. The pt's other model 3166 peripheral lead was reconnected to the ipg.